Event description:
It was reported that the lead was replaced due to noise and decreased r-waves. Fracture was suspected. The patient received inappropriate therapy. Initially the surgery was called off due to complications with the patient's health and the defib therapies were programmed off. The surgery was performed three days later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.